Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Caller resolved the issue by changing the infusion set and cartridge and resuming insulin therapy.